Event description:
During the study the nurse observed swelling under the eda patch and signaled for the technologist to stop the injection. The injector was stopped at 46ml. The nurse stated that the swelling was approx. The size of a plum. She was not sure how much contrast actually extravasated. Warm and cold compresses were applied and a new line was placed to inject the balance of contrast(140ml).